Event description:
It was reported by the rep that the device was used during a laparoscopic herniorraphy. It was reported at the end of the procedure, it was discovered the inner trocar gasket had torn loose and was lodged inside the trocar housing. It was believed that it came loose during the insertion of the mesh. There was no consequence to the pt.